Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3012447612-2019-00130 thru 3012447612-2019-00133.

Event description:
It was reported that four driver shafts were sticking within the mating screw heads and difficult to disconnect during surgery. The driver shafts were used to successfully complete the procedure without reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that four driver shafts were sticking within the mating screw heads and difficult to disconnect during surgery. The driver shafts were used to successfully complete the procedure without reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned driver was examined. Visual inspection showed signs of faded laser markings but there was no damage to the tip found. The device passed functional testing of the tip with mating components so the reported event could not be recreated. The complaint is unconfirmed for sticking in screws. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that four driver shafts were sticking within the mating screw heads and difficult to disconnect during surgery. The driver shafts were used to successfully complete the procedure without reported patient impacts. This is report two of four for this event.